Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient visited the emergency room (ER) due to hyperglycemia and high blood pressure. The patient's blood glucose levels rose to 19 mmol/l (342 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. Symptoms reported include headache and palpitations. The patient was diagnosed with high blood pressure and was treated with lisinopril 10 mg. The pod was removed and discarded at the hospital. The patient was discharged after 24 hours.